Manufacturer narrative:
As the lot # was not provided, expiration date and device manufacturer date could not be determined.

Event description:
An advocate from (B)(6) reported that the customer received a blood glucose reading of 1.6 mmol/l on a contour next link 2.4 meter. Upon retesting within two minutes, on a contour next one meter, the readings were 4.2 and 4.3 mmol/l. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. A replacement meter was sent to the customer.